Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(6). One complaints was received during this report period. The investigation is currently pending. The device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event which is associated with the separation of the device and/or device components from its physical construct, integrity, or chassis. No patient information was confirmed for this event.